Manufacturer narrative:
The reagent lot number is 84195101 with an expiration date of 31-oct-2026. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed two hardware errors related to the sample probe. The field service representative found that the sample probe was bent. He replaced the reaction cells, decontaminated the sample/reagent probe flow paths, performed checks, performed adjustments, replaced and adjusted the sample probe, and proactively replaced the gear pump head, heat cut filter, and vacuum diaphragm. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable hdl-cholesterol gen.4 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 0.9 mg/dl, and the repeated result was 63.8 mg/dl.